Event description:
Customer reported, we have a problem with the saguenay surgical priority sol-m syringes. The envelope of the syringes tear. Therefore, contaminates the syringe. And we cannot put them on our drapes, and we contaminate the drapes. Packaging tears causing product to become unsterile.